Event description:
It was reported that the lead integrity alert was triggered for the right ventricular (rv) lead. The sensing integrity count was elevated, indicating lead oversensing. It was also reported that there was a non-sustained episode showing noise. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.